Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine drive connector was reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9900 sys had a cine drive error message. No pt injury was reported.